Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code) was confirmed. Per 91c0011, the belt was unable to send ECG data to the belt node due to a puck failure. The cause for failure was isolated to a defective distribution node to therapy electrode cable. The root cause for the service code was a defective cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported a belt was receiving service codes.